Event description:
This lead was implanted on (B)(6) 1999 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical service on (B)(6) 2013 states that rep wanted spectronics information for medtronic leads. Dr. (B)(6) is considering upgrading pacer to ICD because patient's venous system was occluded so they are considering extracting leads. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).